Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed which resulted in one episode of inappropriate anti-tachycardia pacing. As a result, the rv lead was surgically abandoned and replaced. A fluoroscopy was performed and there was no visible damage observed on the rv lead. There was no conclusive cause of the observations. No additional adverse patient effects were reported.